Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 15x3.5mm target lesion was located in the severely tortuous and calcified right coronary artery. Following pre-dilatation with a balloon catheter, a 3.50x16mm promus element ¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When the device was removed from the patient's body, it was noted that the stent was lifted. Further dilatation was performed and another of the same device was used and completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed, 15x3.5mm target lesion was located in the severely tortuous and calcified right coronary artery. Following pre-dilatation with a balloon catheter, a 3.50x16mm promus element drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion. When the device was removed from the patient's body, it was noted that the stent was lifted. Further dilatation was performed and another of the same device was used and completed the procedure. No patient complications were reported and the patient's status was stable.